Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and barbed suture was used. When the doctor sutured the patient's uterus, the needle pull off issue happened and replaced it with a new one to continue the surgery. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4).h6 component code: g07002 - pending evaluation of returned device.the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained:did this event contribute to any patient adverse event? If yes, please explain. No.a manufacturing record evaluation was performed for the finished device 1099zz / sxpp1a405 batch number, and non-conformances no related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.